Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 449 mg/dl at the time of the incident. The customer's current blood glucose was 539 mg/dl. The customer was treated with the insulin pump by bolus. The customer was assisted with the troubleshooting and the insulin pump passed the self test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, prime test and excessive no delivery test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip broken off. Device received with reservoir tube lip completely broken off noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.